Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021.

Event description:
It was reported to philips that the device was giving a pressure cable alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
G4:26feb2021. B4:07mar2021. H11:g5:k102985. H10: the customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The customer returned a call to philips and requested to cancel the case, and work order stating the issue was resolved by the customer. No additional information was provided in the service order. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.